Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had hematoma and active bleeding. Additional information indicated that there was no specific allegation against the lead and system became infected. The rv lead was explanted. No additional adverse patient effects were reported.